Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the clinical diabetes specialist (cds) that the customer over bloused for a meal consumed. Reportedly, the customer does not count carbohydrates, and was on adjustable fixed dosing for meals due to being unable to learn the bolus calculations. The customer's blood glucose level was 75 mg/dl, and had glucose tablets and honey available to prevent an adverse event from occurring. The cds educated the customer on the bolus calculations of the pump. The customer acknowledged the information provided.